Event description:
User's father reported that the joystick cable was loose and the chair stopped suddenly and the user fell from the wheelchair. The user suffered a broken right leg. The MFR inspected the wheelchair and found that the joystick was not properly connected and held together with electrical tape, which prevented the cable from locking in place. The user's father regularly swaps between the left and right joystick mounts and did not understand the locking design of the cable. Therefore, MFR concluded that the father regularly unplugs the joystick cable to change the mounting side of the joystick and has never properly locked the cable to the joystick. When the cable becomes disconnected from the joystick, the chair will stop because there is no power to the drive controls. In addition, the client was not wearing a positioning belt which would have secured her in the wheelchair when it stopped.

Manufacturer narrative:
MFR inspected the wheelchair and discovered that the joystick was not connected properly and held together with electrical take which prevented the cable from locking in place. The user's father regularly swaps between left and right joystick mounts and did not understand the locking design of the cable. Therefore, MFR concluded that the father regularly unplugs the joystick cable to change the mounting side of the joystick and does not properly lock the cable to the joystick. When the cable becomes disconnected from the joystick, the chair will stop because there is no power to the drive controls. In addition, the user was not wearing a positioning belt which would have secured her in the wheelchair when it stopped.